Event description:
It was reported that and insulation anomaly was observed on the right ventricular lead of an asymptomatic patient. Noise and low impedance were also noted. The lead was capped and replaced. The patient was noted to be in good condition following the event.

Manufacturer narrative:
UDI (di): (B)(4).